Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted there is a cut on cable unit. In addition, interferences in image was observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ based on investigation results, the complaint was confirmed . The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
The customer reported to olympus, the high definition camera head cable had cuts in two places and moisture had entered; however, the image was fine. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E2: no information. The device was returned to olympus and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.